Event description:
It was reported that the device was leaking blood waste. A jetstream xc catheter, 2.4mm was selected for an atherectomy procedure. During the procedure, blood began to leak from the device out of the control unit. The device was successfully removed from the patient body and there were no patient complications reported.